Event description:
It was reported that the images on the 9800 system monitors are splitting up into two (both monitors). The images are also "flickering". There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable. The system was tested and found to be working as intended and placed back into service.